Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse.

Event description:
The trial insert was cracked. The event did not occur during a surgical procedure.